Manufacturer narrative:
Based on the claim against the product by the customer noting instrument stopped working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have multiple engagement failures based on log review and was replicated during in-house testing. A review of logs showed 2 numbers of 22020 error codes, indicating the instrument failed to engage on wrist axis. The instrument was retested and failed engagement on multiple attempts. The complaint regarding instrument stopped working issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The instrument was found to have a life indicator that was prematurely activated. A review of logs confirmed the instrument has not been expired. The instrument was placed on an in-house system and confirmed the instrument had 8/14 remaining. Additional observation(s) related to the customer reported complaint: the instrument was found to have multiple input disks broken. Input disks #6 and #7 was found completely detached from the base of the housing. As a result, engagement test failed on in-house system. The instrument was retested and failed engagement on multiple attempts. Additional observation(s) not related to the customer reported complaint: the instrument was found to have thermal damage on bipolar yaw pulley. Bipolar forceps grip. The unit passed electrical continuity test. No damage found on the instrument conductor wire insulation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the maryland bipolar forceps instrument stopped working. The procedure was completed with no reported injury.